Event description:
The hospital requested explanations about markers displayed (an, ar and ap) on the threshold measurement printout related to a pacemaker follow up.

Manufacturer narrative:
On 10/08/2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.